Event description:
The patient contacted animas on (B)(6) 2012 reporting frequent low blood glucose levels in the 2.1 mmol/l range with symptoms. The patient reportedly treated the low blood glucose levels with oral carbohydrate. The patient's health care professional reportedly felt that the pump may be causing low blood glucose. During troubleshooting, the total daily dose (tdd) and the bolus history did not match. The patient reported that the tdd bolus showed 9.85 units but bolus history show 0.40 units, 1 unit, 3.10 units, 3.25 units totaling 8.75 units. The pump is being returned for further investigation. The patient was advised to discontinue use of the pump at this time. This report is made based on the allegation that the patient experienced hypoglycemia related to a reported discrepancy in the pump bolus records.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: submitted (B)(4) 2012 the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable duplicate the complaint regarding insulins delivery during investigation. No defect was found. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.